Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with rattling vibration due to vibrator motor adhesive not adhering. The pump was received with cracked case at display window corners and display window. The pump was received with broken battery tube threads. The pump was received with stained end cap sticker, minor scratched lcd window, stripped battery cap coin slot.

Event description:
The customer reported via phone call of hospitalization and high and low readings from the pump. The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer also had a low reading of 28 mg/dl. The customer stated that there were cracks on the pump. The customer stated that a piece of pump plastic part is broken off by the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.